Event description:
It was reported that there was frost observed on the needle shaft. This icesphere 1.5 cx 90-degree was selected for a cryoablation procedure to treat a tumor. During the procedure, this needle had frost develop along the shaft of the needle. The needle was able to be used to complete the procedure successfully. The frost did not reach down where the needle entered the skin of the patient; no patient complications were reported.